Manufacturer narrative:
Expecting return of subject device. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 19mm 3300tfxj aortic valve was explanted after an unknown implant duration due to unknown reason. The patient status was reported as "under treatment".

Manufacturer narrative:
Manufacturer narrative: h3: report was of unknown reasons and was unable to be confirmed. X-ray demonstrated wireform intact and minimal calcification nodules on leaflets 1 and 2. All three leaflets were thickened and swollen at the free margins near the commissures. Sewing ring had multiple cuts around the valve and exposed metal band around leaflet 2. Two sutures were observed around the sewing ring. Updated sections: a1, a2 date of birth, b5, d4, expiration date, d6a, d9, g3, g6, h2, h3, h4, h6 component code, device code(s), and type of investigation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported and learned through investigation, that a 19mm (B)(6) aortic valve was explanted after an implant duration of ten (10) years, three (3) months due to calcification and thickened leaflets. The patient status was reported as "under treatment". The patient underwent simultaneously a mitral valve replacement.